Event description:
Surgeon stated that nl9708-109 suction had rough edges that caused a dural tear. The stainless steel reusable suction tube sometimes comes in contact with the burr of the power drill in the course of many uses.